Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a friend/family member of a patient receiving an unknown drug via an implantable pump for non-malignant pain. It was reported the patient had a past therapy issue, event date (B)(6) 2017. The caller stated that the implanting physician did not do the implant correctly because the catheter was not placed where it needed to go. The patient visited their current healthcare professional (hcp) and checked the catheter with CT/fluoroscopy and found that catheter wasn't in the right place. The caller stated the hcp resolved this issue and put the catheter in the right place and this has made a world of difference to the patient. The pump was now working for the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
2020-02-28 lfc (hcp): additional information was received from the healthcare provider reporting the patient's weight ((B)(6).) At the time of the event. No further information or complications were reported.